Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced, and the software was reinstalled, and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a few times the system restarted on its own when they were pushing scans to it. They got the blue screen and couldn't enter the software. The system was unresponsive on the scan acquisition screen as well. During the course of troubleshooting, a manufacturing representative entered into the cranial software and the software restarted on its own. There was no patient present.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: initial reporter updated to proper value.